Event description:
On (B)(6), 2010, this pt underwent endovascular repair for a thoracic aortic aneurysm using conformable gore tag thoracic endoprostheses. A cerebrospinal fluid drain was not used during the procedure. On day 2 post-op, the pt presented with no feeling or movement in their legs. On day 7 post-op, the pt had regained some feeling in their legs.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in procedure: (B)(4).